Manufacturer narrative:
Date of event is estimated. Unable to obtain patient, device or event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in the journal article "real-world outcomes of spinal cord stimulation: a consecutive institutional experience with 505 trials, trial-to-implant ratio, long-term efficacy, and explantation risk factors," it was stated that of the 389 patients that decided to get a permanent implant following a trial: 30 patients were explanted due to ineffective stimulation. 7 patients were explanted due to lead migration. 5 patients were explanted due to infection. 4 patients were explanted due to pain at the implant site. 3 patients were explanted due to mechanical breakdown. 1 patient was explanted due to rash.